Event description:
A pt reported blood glucose results of 200 mg/dl and 159 mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer svc rep walked the pt through the two consecutive control solution tests and both results fell outside of specified range. Based on the failed qc tests, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.